Event description:
I am using the dexcom g6 continuous glucose monitor. It repeatedly went off and stated I was under a 57-blood glucose. I washed my hands and used an alcohol prep pad and was 136. I calibrated the dexcom sensor repeatedly over the next hour and it continued to get me low blood glucose readings. It did not calibrate correctly and continued to show my numbers being hypoglycemic when I was 125 and over. It is 2 days before the 10-day sensor expires and this is happening with most all my dexcom¿s, at 2 days before expiring. Additionally, the first day of using it, it is not accurate. Accurate reporting of blood sugar is imperative, especially from a product that costs $189 for three sensors.